Manufacturer narrative:
The customer further reported the issue was resolved by cleaning the contacts on the scopes with alcohol prior to putting them into the cv-190 and are no longer experiencing this issue. The customer is now able to use the system without the b30 message displaying. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the operating room manager at the user reported via telephone that the first endoscopy procedure was completed with no issues and upon setting up for the second procedure, the evis exera iii video system center was reportedly "displaying a b30 scope communication error message" with multiple (3) endoscopes. Also, the issue occurred on multiple towers. The scopes were returned to sterile processing and could not be specified. During troubleshoot the customer was advised to clean the contacts on the video connector with 70% isopropyl alcohol, dry and then attempt again. Additionally, to make sure the "pigtail" camera cable (maj-1430) is not plugged in when using 190 series type scopes and to ensure the system is powered off between switching scopes. The or manager did that on another scope and then it worked. The operating room was being used so the or manager will try the provided remedial action to determine the root cause of the issue and call back.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it is possible the cause is related to foreign matter and dirt adhering to the connector of the scope. Olympus will continue to monitor field performance for this device.